Event description:
It was reported on (B)(6) 2026 that dr. M. Stated that the patient broke the button on the silent nite 3d device. Additional information received reported that the 58 year old, male patient was sleeping on (B)(6) 2026 when the device broke. When he woke up, he noticed that the anchor was broken off. He spit out a piece of the device that had broken off. The patient stopped using the device and brought it into the office the same day it broke. The patient did not suffer any injury or adverse outcome and no medical intervention was required.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).